Manufacturer narrative:
Corrected data: the initial report had the incorrect aware date. The correct aware date is 20 nov, 2020 with an initial report due date of 20 dec, 2020.

Manufacturer narrative:
Seven pictures of the damaged cadd cleo infusion sets were received to investigate the reported issue. The cannula damage was observed in the pictures. The issue was deemed to most likely be caused by a manufacturing issue.

Event description:
Information was received regarding a cadd cleo infusion set being used to infuse ondansetron subcutaneously at 2ml/hr via elastomeric halyard infuser pump. It was reported that on four separate occasions, the nurse was removing the subcutaneous port and inspecting for intactness when she noticed the cannulas had broken off. It was added that the pieces remained in the patient's arm. The nurse cleaned the insertion sites and was unable to see the cannulas. The doctor was consulted the first time it occurred. Patient was later directed to report to the emergency department, ed. The ed doctor ordered an ultrasound and poked the area to see if the cannula could be removed, but it could not be seen. An ultrasound was also used but the cannula still could not be seen. The client was ordered seven days of doxycycline oral antibiotics after the third cannula broke off. The doctor was going to schedule the client to have the cannulas surgically removed, but it has been delayed due to covid-19. The nurse continued to assess the site daily for infections.